Manufacturer narrative:
The investigation determined the falsely high result was most likely caused by a pre-analytic issue. The centrifugation time of 5 minutes was not in accordance with the instructions for use for all tube providers and can often lead to sample clotting in or after the analytical phase. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lay user/patient contacted lifescan alleging the meter's down arrow button moves too quickly. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The user reported a total bilirubin result of 2.7 mg/dl with a data flag for one patient sample. The doctor questioned the result, so on (B) (6) 2010 the sample was retested on a modular p analyzer at another site with a result of 0.4 mg/dl which was the expected result. The sample was repeated again with a result of 0.3 mg/dl. The patient was not affected or treated based on the incorrect result. The total bilirubin reagent lot number was 15830300. The field application specialist determined the plasma sample was most likely the cause. On (B) (6) 2010, she performed a 20 point precision test on the patient sample with results of 0.3 and 0.4 mg/dl. Precision testing was also performed on two levels of control material with the results within the customer's allowable range.